Event description:
A (B)(6) male patient's mother called zoll customer support to report that his battery charger/modem would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summery: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged connector on the charger's power supply brick. The pins were recessed in the power supply connector. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem. The patient was issued a replacement battery charger/modem.